Event description:
After using new bottle of complete moisture plus contact solution, the pt experience redness, pain, tearing, light sensitivity. The vision blurred drastically. Went to eye dr approx. 1 week later and rec'd lubricating drops. There was slight improvement. Returned to eye dr one week later and rec'd prednisolone acet 1%. Again there was slight improvement. However, this time requested appointment with ophthalmologist. He examined the pt and decided to continue the drops for a few more days. The first doctor described the situation as corneal abrasions, and swelling. The second dr described the situation as small crystals under the skin of the eye cornea. These crystals would reflect light and scatter making the pt sensitive to light. On the right eye these crystals are directly in front of the pupil. On the left eye they are above the pupil. The pt will be returning to the ophthalmologist. Used in 2007.